Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
The DHR, lot trending, visual analysis and retains testing was not performed since there is sufficient information to determine user error. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad nx was assessed by an asp field service engineer (fse), and no problem was found. While onsite, the fse observed the chemical indicator tape was left out on the table in the department and was exposed to water droplets from the portable air conditioner. The fse informed the customer of proper storage per the instructions for use (IFU). In addition, the fse noted placement of their tyvek pouches in the sterrad and advised of proper tyvek pouch orientation within a load. The assignable cause of the issue can be attributed to user error. The fse provided customer education regarding proper ci tape storage and proper pouch orientation within a load, and the customer confirmed the issue has since been resolved. The issue will continue to be tracked and trended.